Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the gfd remains implanted. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported reduced visual acuity approximately one year following a combined glaucoma filtration device (gfd) implant and cataract surgery with an intraocular lens implant procedure. Suture lysis were performed on the first, second postoperative day visit and one month postoperative visit. Approximately one month postoperative the patient was restarted on eye drop to treat the glaucoma. Ten months later an additional eye drop was started to treat the glaucoma and the visual acuity reduced to 20/800. Seven months later, the visual acuity had reduced to 30cm hand motion. Approximately six months later, the visual acuity was no light perception. According to the surgeon, it was considered that the visual acuity reduced due to the progression of the optic nerve disorder at the terminal glaucoma stage. Additional information was provided.